Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while transaction the uterine artery, the device became locked on the tissue. The surgeon noted the end effectors became "unhinged" making opening the jaws impossible. They had to cut the jaws out of the tissue. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws damaged and closed, there was tissue and gauze on the jaws. The jaws could not be opened. The device was connected to the generator but because of the condition of the device not all functional testing could be performed. It is recommended not to fire the device over gauze or allow thick and fibrous tissues to denature prior to I-blade advancement.